Manufacturer narrative:
The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that while changing the battery, it was found that the insulin pump has a quarter inch crack near the battery compartment. The customer reported having issues with battery out limit alarms. The alarm history showed a weak battery and battery out limit. The customer stated that the alarm occurred after normal use, 10 minutes after changing the battery. Blood glucose value was 8.3 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.